Event description:
(Os 17.854). The dentist reported that 6 months after the dental implants was installed in intraoral region #14 it was verified its non osseointegration. 30 ncm of primary stability was achieved and immediate load was not performed. Patient had bone quality (bone type iii).

Manufacturer narrative:
(B)(4).